Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2: additional information - correction h6: event problem and evaluation codes ¿ correction.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.